Event description:
It was reported that two technical errors, indicating internal 12v power failure and exceeded barometer lower limit value, were generated. No pt was connected to the ventilator when the problem occurred.